Event description:
Customer reported that vial# 2 from ortho confidence system, lot #cnf908, broke and punctured the thumb of a student. Customer stated that the student was wearing ppe when the incident occurred. The student was treated at facility by cleansing the wound and applying a band aid and returned to work. Customer requested a copy of c of a for documentation of donor testing for lot # cnf908 and this information was provided.

Manufacturer narrative:
Following retrospective review, ocd medical safety officer has re-assessed this event and determined it to be a serious injury. This incidence exposed the operator to human blood via a puncture wound to the thumb and therefore posed a potential risk for blood borne pathogen infection. Because the blood donors for making the products and the donation blood are tested to be free of commonly known blood borne pathogens, the likelihood to be infected and seriously injured is remote. However, no test can ensure 100% pathogen free and there might be untested or unknown pathogens in the product. Therefore, although the likelihood of this operator to be infected and seriously injured due to this incidence is low, in the absence of long-term follow up information at this point, the event is categorized as a serious injury and should be reported. Ocd complaint database was reviewed and no trend for similar events was identified. Batch record review was performed; no failure detected. (B)(4).